Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the repair facility for inspection and the reported failure was confirmed. Evaluation found loosen coupler unit on camera head which caused focusing problem. Based on the results of the investigation, loose coupler was observed and likely , attributed to the reported issue. However, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head showed a blurred vision. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head showed a blurred vision. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Corrected fields: b5. Additional information: h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a different device.